Event description:
Info received alleges the pump is creating an air in line alarm when there is no air in the tubing.

Manufacturer narrative:
Product 340-4128-v, lot no. Cf1021804 is currently under recall #z-1445-2011.